Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a detached introducer needle occurred. No medical intervention was reported. Additional event or patient information is not available. The sensor was returned for investigation. A visual inspection was performed and the needle and cannula were attached to the applicator body. The needle was exposed and bent but was not loose. The customer complaint was not confirmed. A root cause could not be determined.